Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, nine months of post deployment, computed tomography of abdomen and pelvis without contrast showed the filter at l2-l3 level. Its cephalad tip was at the level of the left renal vein origin. The right renal vein origin was seen just inferior to this level. A few of the filter legs appear crossed and bent with the legs not fully opposed along the caval wall. Around, twenty-five days later, the patient presented for filter removal, micro-puncture technique used to cannulate the right internal jugular vein under ultrasound guidance. A bentson wire was advanced into the inferior vena cava, superior tissue dilation performed over this wire and a coaxial sheath was then placed approximately 4 cm above the filter. Cavogram revealed no intraluminal thrombus. A snare was then used to engage the cephalad hook, once this was done the coaxial sheath was advanced over the filter, again difficult to get the last legs of the filter in the wire, the inner coaxial sheath was advanced over the filter as well this effectively dislodge the filter and it was retrieved and removed from the body. Repeat cavogram revealed somewhat irregular border of the cava where the filter was removed and did not reveal any extravasation. Therefore, the investigation is confirmed for the material deformation of the filter. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis, and pulmonary embolism. Approximately nine months post filter deployment, it was alleged that the struts bent. The device has been removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2021).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis, and pulmonary embolism. Approximately nine months post filter deployment, it was alleged that the struts bent. The device has been removed percutaneously. The current status of the patient is unknown.